Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a 4.7 cm in diameter thoracic aorta aneurysm approximately five years ago. Proximal aorta was 28-27 mm in diameter and 40 mm in length. Distal aorta was 25-26 mm in diameter. Right and left iliac arteries were 7mm in diameter. The right and left femoral artery were 7 mm in diameter. The access vessels had no calcification or tortuosity. It was reported that two years post index procedure the patient had an acute cva left with aphasia and weakness of the right upper extremity. The patient had been experiencing some right hand weakness over the previous two days. Initially had profound expressive aphasia, partial expressive aphasia, and inconsistently following commands. Condition improved throughout the day. Patient was alert, speech somewhat improved but continued to be confused and disoriented. Medication was given. The investigator assessed this event to be unrelated to the study procedure; however, it is unknown if the event was related to the device. Two years later the patient experienced insomnia with agitation and anxiety. Medication was given; the patient status is continuing with treatment. The investigator assessed this event to be unrelated to the study procedure; however it is unknown if the event was related to the device. One month later the patient experienced a dysphagia right seizure, prolonged focal metabolic seizure, headache and hemiparesis. Medication was given. The investigator assessed this event to be unrelated to the study procedure; however it is unknown if the event was related to the device. No clinical sequelae were reported and the patient is fine. This device is not marketed in the united states however, it is similar to a device that is marketed in the united states

Manufacturer narrative:
Results: inherent risk of procedure (cva/stroke). Conclusion: unknown cause of event.